Event description:
Failure code 500. No pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer reported incident occurred during biomed testing.